Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor cannula was shorter than normal. Customer's blood glucose was 140 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed change sensor right after insertion and that was when customer noticed that the sensor length was not correct. There was no further information provided by the customer or by troubleshooting.